Event description:
Information received from the field does not address the patient's clinical status but notes microprocessor reset. After emergency vvi was pressed, interrogation and program- ming was possible, but the ventricular lead impedance was >1990 ohms and no pacing was evident on the ECG. A micro- processor download was successful and normal function ensued. The microprocessor reset condition recurred approximately six weeks later and the device was replaced.